Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that the patient's implantable cardiac monitor was removed due to an infection at the suture site. The device was removed. The patient was stable.